Manufacturer narrative:
This report is submitted on march 11, 2022.

Event description:
Per the surgeon, there was incorrect placement of the electrodes at the initial surgery. The device was explanted on (B)(6) 2022. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 29, 2022.